Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the tyvek material is peeling back and the sterility maybe compromised.

Manufacturer narrative:
(B)(4). (B)(4). Upon visual inspection of the package, it was observed that the package seal had a condition called glazing. Glazing makes the seal appear translucent. The blister flange was warped at the site of the glazing. Package was peeled open to check seal integrity and was found to be intact. No sterility break was present. Event not confirmed. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event, as all information reported to our company is critical to our continuous improvement efforts. The product met all in- process and finished goods specifications upon release of the product.

Event description:
It was reported that during a da vinci surgical procedure, the site experienced system error code #20008. An isi technical support engineer (tse) was contacted via telephone, who had the site reboot the system. The system was restarted with no issues and the planned procedure was successfully completed. The tse was contacted after the procedure, who informed the surgical staff that the system should not be used for another procedure as the system error code would likely return and become nonrecoverable. The site decided to proceed with their next scheduled da vinci surgical procedure and prior to using the system to perform any tasks, the site again experienced system error code #20008. The tse attempted to troubleshoot the issue and had the surgical staff power cycle and emergency power off the system multiple times, however, system error code #20008 continued to recur during homing. The patient had been under anesthesia for approximately 1 hour and 15 minutes when the surgeon made the decision to abort the planned procedure and reschedule it to a later date. No patient harm, adverse outcome or injury was reported.